Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 210 mg/dl. Customer mentioned that it had been raining and he had gotten a little wet. Troubleshooting was declined. Advised the insulin pump will be replaced. Nothing further reported.